Manufacturer narrative:
A review of the device history records was conducted and all processing and test parameters were within the medpor implants spec.

Event description:
The doctor reported to the distributor that he received a medpor barrier sheet implant. The doctor stated that during the surgery, the implant broke while being molded. The doctor reported that he completed the surgery. The doctor stated that at the f/u check he did not find a problem with the pt.